Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the catheter tip. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the catheter tip. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR review could not be performed since the lot number was unknown. Received a 20ga iag unit with no packaging material. The unit consisted of a fully retracted needle-barrel assembly and a catheter-adapter assembly. Unit received: no physical¿mechanical damage was observed on the catheter tubing and the tip was acceptable per specification. Traces of lube (non-foreign) material was observed near the tip of the catheter. Photos: a clear string of material was observed along the catheter tubing (unknown). Traces of lube (non-foreign) material was observed near the tip of the catheter. Conclusion(s): the non-foreign matter (tipping lube) observed in this investigation for this incident was introduced to the unit during the manufacturing process and would not affect fit, form or function of the product.